Manufacturer narrative:
Block g2: the voluntary user medwatch number is (B)(4). Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct for the treatment of dilated common bile duct and stone removal on (B)(6) 2024. During the endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician was unable to pass instruments through the working channel of the scope. They were also unable to instill contrast via dreamtome. They switched to a new scope, which was successfully used after a fifteen minute delay. Reportedly, during reprocessing, an endo tech discovered a sponge lodged in the working channel, identified as part of the rx locking/biopsy cap. The foam piece was removed by pushing multiple brushes down the biopsy channel. A water-soluble lubricant was not applied to the top of the biopsy cap, prior to use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block g2: the voluntary user medwatch number is (B)(4). Block h6: imdrf device code a0501 captures the reportable event of the sponge detached. H2: correction made to h10, related medwatch 3500a report number added.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct for the treatment of dilated common bile duct and stone removal on (B)(6) 2024. During the endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician was unable to pass instruments through the working channel of the scope. They were also unable to instill contrast via dreamtome. They switched to a new scope, which was successfully used after a fifteen minute delay. Reportedly, during reprocessing, an endo tech discovered a sponge lodged in the working channel, identified as part of the rx locking/biopsy cap. The foam piece was removed by pushing multiple brushes down the biopsy channel. A water-soluble lubricant was not applied to the top of the biopsy cap, prior to use. There were no reported patient complications as a result of this event.